Event description:
Replaced with plate. Pt admitted to falling on ice (post-op) and the opposite hand was fractured, so the side with clavicle implant likely took the full impact. Secondary issues included improper implant placement and device activation.